Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36mm delta head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Surgeon reports patient a status post right hip done on (B)(6) 2014 is in need of a head exchange to increase leg length. Surgeon reported patient had a periprosthetic fracture four weeks after surgery which was treated non operative per patient request. The stem subsided and now the patient had a shortened leg length. Surgeon attempted to revise the hip through the anterior approach. Upon removing the head the femur was fractured intra operatively. Surgeon decided to implant a restoration modular stem as well as cable to reduce fracture. Restoration modular was implanted per surgical technique. Cables were applied. Leg length and stability checked to surgeons satisfaction. Surgical site was closed.